Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive just before going on bypass. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia pump touch screen froze just before going on bypass. The issue was resolved by the customer. There was no report of patient injury. The reported issue could not be confirmed by the service technician on site because the touch screen was in use during his visit. Because this issue was not confirmed and no further issues have been reported since then, no further investigation is required. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive just before going on bypass. There was no report of patient injury.

Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 double head pump became unresponsive just before going on bypass. There was no report of pt injury.